Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer helped the customer to unload and reassign med to pocket to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed the customer reported that users were unable to remove propafl, kethamin, versed medications from drawer. There was 30 minutes delay in patient care as the user was able to obtain the medications from the pharmacy. There were no adverse events or injuries reported based on this event.